Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Elevated blood sugar level [blood glucose increased]. The piston rod inside the pen could not extend [device issue]. Novopen 5 could not dispense medication (the patient had not been able to inject successfully for over 10 days) [device failure]. Case description: this serious spontaneous case from china was reported by a consumer as "elevated blood sugar level(blood sugar increased)" with an unspecified onset date, "the piston rod inside the pen could not extend(device component defective)" with an unspecified onset date, "novopen 5 could not dispense medication (the patient had not been able to inject successfully for over 10 days)(device failure)" with an unspecified onset date, and concerned a male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", patient height, weight, and body mass index were not reported. Medical history was not provided. On an unknown date, patient novopen 5 could not dispense medication, the piston rod inside the pen could not extend and that it retracted when the dose dial was turned to 60 units. The patient (an elderly gentleman) had not been able to inject successfully for over 10 days, leading to elevated blood sugar levels and hospitalization. Batch numbers: novopen 5: nvgcy05. Action taken to novopen 5 was not reported. The outcome for the event "elevated blood sugar level (blood sugar increased)" was not reported. The outcome for the event "the piston rod inside the pen could not extend (device component defective)" was not reported. The outcome for the event "novopen 5 could not dispense medication (the patient had not been able to inject successfully for over 10 days) (device failure)" was not reported.

Event description:
Case description: it was reported patient used an already used needle and generally reused needle, attach the needle to the pen in a 180 degree angle (straight on), ensured that the needle was properly attached to the pen. Since last submission the case have been updated with the following: patient's age added. Reporter causality updated for the event blood glucose increased. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigation result: name: novopen 5, batch number: nvgcy05. A visual examination of the returned product was performed. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device could not function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The electronic register was checked. Several mitigation codes were present that indicates that the memory display had showed error. Visual examination and functional testing were performed. Both snaps on the cartridge holder were broken and th ecartridge holder could not be mounted on the pen body. The part of the visual examination and functional testing without the cartridge and cartridge holder mounted were performed. No remarks. Nothing abnormal observed on the piston rod. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The fault was caused by accidental damage during use of the device. The electronic display showed two lines; "- -", after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device. The electronic display showed "- -" after finished injection. This was to warn the user about incorrect user behaviour. When the dose button was fully depressed, and thereby activating the end of dose (eod), the pen software registered that more than the max dose for the pen type of insulin was delivered since it was last activated. The issue was due to wrong user behaviour and regarded as a handling fault. Since last submission the case have been updated with the following: "malfunction", "is non-reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b, c, d, g codes updated. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer comment: (B)(6) 2025: the suspected device novopen 5 has been returned to novo nordisk for evaluation. Upon preliminary examination, it was found that cartridge holder is damaged, cartridge could not be mounted on the body of pen. It is not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. Due to the damage to the cartridge holder, the pen could not be tested for function with a needle and a cartridge attached. It is not possible to investigate the returned sample comprehensively. The fault is caused by accidental damage during use of the device. If the user does not detect the fault on the cartridge holder, there is a risk that the patient will only receive a partial or no dose at all and could experience hyperglycaemic related events. H3 continued: evaluation summary: name: novopen 5, batch number: nvgcy05. A visual examination of the returned product was performed. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device could not function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The electronic register was checked. Several mitigation codes were present that indicates that the memory display had showed error. Visual examination and functional testing were performed. Both snaps on the cartridge holder were broken and th ecartridge holder could not be mounted on the pen body. The part of the visual examination and functional testing without the cartridge and cartridge holder mounted were performed. No remarks. Nothing abnormal observed on the piston rod. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The fault was caused by accidental damage during use of the device. The electronic display showed two lines; "- -", after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device. The electronic display showed "- -" after finished injection. This was to warn the user about incorrect user behaviour. When the dose button was fully depressed, and thereby activating the end of dose (eod), the pen software registered that more than the max dose for the pen type of insulin was delivered since it was last activated. The issue was due to wrong user behaviour and regarded as a handling fault.